Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient charged the ins on (B)(6) 2016 and it was noted that the patient was lying down to charge. The patient felt a lot of power; the feeling was hard to describe and was uncomfortable. The patient only had this sensation while charging. The antenna got very hot and the patient's felt very red like a burn. It burned the patient, left a red mark, and caused pain in the area of the implant. The antenna heated up although no antenna error code was seen on the recharger screen. It was noted that the change in therapy/symptoms was sudden. A replacement antenna was ordered.

Manufacturer narrative:
Corrected information: sex, date of birth.